Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported that the infusion set cannula bends in the skin. No physiological effects were reported. No further information is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.